Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episode of vf and atp due to noise via merlin.net transmission. Review of the episode revealed inappropriate vf diagnosis and atp. Hv therapy was aborted. Episodes of nsvos and pli fluctuation were also observed. Isometrics to reproduce the noise were suggested. No further information is available at this moment.

Manufacturer narrative:
(B)(4).

Event description:
High voltage lead impedance was noted. New information received indicates that the device was returned.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.3cm was returned for analysis. Externalized conductors due to internal insulation abrasion was noted at 8.2-10.9cm from the distal tip. Internal insulation abrasions were noted at 11.6-12.0cm and 14.5-14.9cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 18.7-18.8cm, 19.5-19.6cm, 20.2-20.4cm, 20.5-20.6cm, 20.7-20.8cm, 20.9-21.1cm, 21.0-21.1cm, 23.8-24.0cm, and 24.1-24.2cm, 24.7-24.8cm, . The etfe coating was intact at these locations. External insulation abrasion was noted at 41.9-42.6cm from the distal tip, consistent with lead friction to the ICD can. The svc conductor etfe was abraded and separated/melted at this location. Internal insulation abrasion under the svc shock coil was noted at 24.3-25.4cm. The sensing conductor etfe was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise and inappropriate therapy. Internal insulation abrasion under the svc shock coil was noted at 17.5-17.6cm from the distal tip. The sensing conductor cables were abraded/separated at this location. This is consistent with the observation from the field of high pacing lead impedance.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that fracture was noted on the lead. The lead was explanted. The patient was stable.